Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video processor exhibited cv malfunction error (b40 error). The issue was found during routine inspection. The field engineer inspected the device and confirmed the b40 error along with a message on the screen indicating ¿perform updates¿. There was no patient involvement.

Manufacturer narrative:
The device was returned; however, the customer allegation was not confirmed. A b38 error and "perform update" message was displayed on the monitor. This was caused by a damaged circuit board. There was dust inside the device. The device software was updated after which the device was kept under observation for four working days. No error occurred during this observation period. It was assumed the software of device was corrupted. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.